Event description:
New information received states that the leads were explanted. No additional information is available this time.

Manufacturer narrative:
H1 updated to serious injury.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
Related manufacturer report 1627487-2021-00318. It was reported that patient experienced ineffective stimulation. The lead had high impedance on all contacts through one to eight. Programming changes were attempted however it was unsuccessful. Upon x-ray review, lead fracture was observed. No surgical intervention is anticipated at this time. No additional information is available at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.